Manufacturer narrative:
(B)(4). D10 - medical product: unknown articular surface catalog # unknown lot # unknown. Unknown femoral component catalog # unknown lot # unknown. G2: australia. H3: customer has indicated that the product will not be returned because product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filled for this event: 0001822565-2024-00347, 0001822565-2024-00349. H3 other text : product location unknown

Event description:
It was reported patient underwent a revision procedure due to unknown reason. Attempts to obtain additional information have been made; however, no more is available at this time.

Event description:
Upon receipt of additional information, it was determined that the initial report was submitted in error and should be voided. It is now verified that zimmer biomet does not have any devices that are meant to cure or prevent progression of pre-existing patient diseases.

Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of the initial medwatch. Upon receipt of additional information, it was determined that the initial report was submitted in error and should be voided. It is now verified that zimmer biomet does not have any devices that are meant to cure and/or prevent progression of pre-existing patient diseases. Disease progression of osteoarthritis can continue in native bone structures as a patient continues to ages. Other patient comorbidities, lifestyle, physical activities and some medications can increase the patients risk for progressive osteoarthritis. Additionally females have an inherent risk. Partial knee replacement is done to decrease pain, and increase flexibility, mobility and overall improve quality of life, as this is one of the least invasive approaches. Patients with disease progression of osteoarthritis in the affected joint develop knee pain, and decrease in joint flexibility. As osteoarthritis progresses a loss of cartilage in the previously unaffected area of the knee has deteriorated to a point in which the patient and doctor may elect to take an approach to convert to a full-knee replacement to alleviate symptoms. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.